Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: a review of the black box showed multiple loss of prime warnings with a low non zero force. The rewind, load, and prime steps were performed successfully. The prime issue was not duplicated during the investigation. The pump was exercised for 24 hours with no alarms or a prime issue. The force calibration was within specifications.